Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique as the physician wanted to leave the pump in that position because he had plan to explant it next day. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a persistent pump in aorta alarm was triggered during impella cp support. The physician declined troubleshooting / repositioning attempts as explant was planned for the following day. It is unknown if the positioning of the pump was compromised. There was no patient harm.